Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. Per an intuitive surgical, inc. (Isi) senior failure analysis engineer, as of 28-oct-2022, a system log review could not be performed because the system logs are not available at this time. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax. In addition, the patient was hospitalized for 1 day and then discharged home. Although the physician does not believe an ion product caused or contributed to the pneumothorax, the cause of the complication is unknown.

Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. The patient was asymptomatic. The pneumothorax was identified post-procedurally via x-ray. The physician does not believe an ion product caused or contributed to the pneumothorax. In addition, the physician indicated that the pneumothorax would have likely occurred with a different modality. The pneumothorax was moderate in size. The size of the biopsied lesion was 2.5 cm; located in the right lower lobe (rll); peripheral. The patient was hospitalized for 1 day and then discharged home. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.